Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that bom 7mm extended length endoscope has cracked lens. The warranty is expired. The hospital did not report any patient effects.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable . The customer reported that the warranty expired. A review of the certificate of conformity (c of c) is not applicable because this event occurred well past the specified device lifetime reliability under a 1-year warranty; 48 uses at average volume and 105 uses at high volume. (7mm endoscope mechanical durability verification report (B)(4) rev a). (B)(4).

Event description:
The hospital reported that bom 7mm extended length endoscope has cracked lens. The warranty is expired. The hospital did not report any patient effects. Customer michelle lucas in clinical engineering called asking about repairs for her scope that has a cracked lens. The caller did not know how or when the scoped cracked but was fairly certain no patients were impacted. We determined the scope is long out of warranty.